Event description:
It was reported that during an un-specified procedure, the 3.5 x 28 mm xience prime stent delivery system (sds) was advanced, but resistance was noted with the guiding catheter. During removal, the sds shaft separated. The separated portion was easily removed. A new sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Difficult to position/guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Date of event - estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.